Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k101880.

Event description:
It was reported that the mount would not disengage the implant (tsvtwb10) during placement. The procedure was completed with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with micro grooves was received with a fixture mount engaged into the drive feature. A visual inspection of the returned products identified signs of wear due to usage around the threads and the micro grooves. There were minor nicks around the mount. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed. Functional testing confirmed that the mount would not disengage from the implant. A device malfunction was confirmed. A root cause cannot be determined. UDI: (B)(4). The product return date was inadvertently not included in the initial submission.